Manufacturer narrative:
No button error alarm noted. However up arrow button did not respond due to corroded keypad trace. Insulin pump had minor scratched display window and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 247 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.